Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor sv (small volume) did not function; ¿the medicine remained in the infusor¿. It was further reported that the nurse set up the infusor on friday and when the patient returned on monday, ¿the elastomeric reservoir (ball inside) of the infusor still remained the same size, so as the medicine¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph showed fluid contained inside the bladder of the device which suggested a no flow may have occurred. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified; however, it appears a no flow may have occurred. The most probable cause of no flow may be related to either drug precipitate or air bubbles blocking the fluid path. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.